Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scales were not weighing accurately. It is unknown if there was patient involvement or if there are adverse consequences to report.